Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was deemed inoperable due to lack of communication for one year. As a result, surgical intervention was undertaken wherein the device was explanted and replaced with a new model. Therapy was restored thus resolving the issue.